Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00296: long stem, 3025141-2018-00298: reamer 2.

Event description:
A revision with arh long stems occurred. The acumed long stem reamers were used as directed by the technique guide. However, the 8mm long stem would not impact to the proper depth to allow proper elbow function. The surgeon made a ventrical cut down to the radial shaft to remove the implant and then reamed the canal deeper. Surgery was delayed 1.5 hours.